Event description:
It was reported that during a procedure to treat a lesion in the mid left circumflex artery with heavy tortuosity and mild calcification, a balance middle weight (bmw) universal ii guide wire was advanced. A 2.0x15 non-abbott balloon dilatation catheter was advanced but could not reach the target vessel because the bmw universal ii guide wire had an irregular texture, feel of the device was not correct/rough transition. Several unsuccessful attempts were made to push the balloon dilatation catheter to the target vessel. Reportedly, resistance was felt with the bmw universal ii guide wire during withdrawal of the non-abbott balloon dilatation catheter. The guide wire was exchanged for a new guide wire and the same 2.0x15 non-abbott balloon dilatation catheter was successfully used to treat the target lesion. The procedure was successfully completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. Return device analysis revealed that there were small pieces of green colored material on the coils distal to the proximal solder for a length of 1.5 cm. Additional reported information indicates that the site was not aware of the foreign material. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire returned for analysis. The irregular texture and resistance with the balloon catheter were unable to be confirmed. Based on a visual, dimensional, and functional inspection and chem analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.